Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were not forming properly from the er320. They were not closing all the way. Another er320 was opened to finish the case. There was no consequence to the patient.